Manufacturer narrative:
The expiration date for the vitamin b12 ii reagent was (B)(6) 2018. Calibration was performed on (B)(6) 2018 and the signals were higher than expected and they fluctuated. The instrument performance testing data that was provided was within specification. Based on the data provided, a general reagent issue was not identified. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of erroneous low results for 2 patient samples tested for vitamin b12 ii on a cobas e 411 immunoassay analyzer. The erroneous results were not reported outside of the laboratory. Patient 1 initial vitamin b12 ii result was 138.5 pg/ml. The repeat result was 204.8 pg/ml. This sample was also tested at an external laboratory using a siemens centaur system and the result was 280 pg/ml. Patient 2 initial vitamin b12 ii result was 100.2 pg/ml. The repeat result was 143.2 pg/ml. There was no allegation that an adverse event occurred. The vitamin b12 ii reagent lot number was 273896. The expiration date was not provided. The customer had not run qc on the day of the event. The customer ran qc after the event and the results were close to [-]2 standard deviations. The customer had last run qc on (B)(6) 2018. The customer also stated they sometimes don't replace procell/cleancell sets according to recommendations. Liquid level detection (lld) messages were also observed in the alarm trace. The field service engineer (fse) visited the customer site and replaced pinch tubings and adjusted the sample/reagent probe over the sample tubes.